Event description:
The patient contacted animas on (B)(6) 2012, reporting that the batteries are not lasting in the pump and the pump lost power without warning. The patient denied any blood glucose excursions. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of alarm history showed multiple call service 054 alarms followed by pump reboots. History from the time of the event was unavailable due to continue use. No damage was observed in the battery compartment. Investigation was unable to duplicate the ¿intermittent power¿ complaint. Pump powered up to the verify screen using a test battery cap and exercised for 24 hours without alarms. The pump was powered on again on (B)(6) 2013 to revisit the investigation and the pump rebooted to a blank display screen but emitted appropriate audio and vibration alerts. When the pump casing was opened, a failed component was found on the printed circuit board (pcb) resulting in the processor being unable to load software; no additional anomalies were found with the pcb.